Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? Onset time of the current symptoms (severe pain, voiding difficulty and urge incontinence) and time from the initial procedure? Other relevant patient history/concomitant medications product code and lot # please provide a date of surgical intervention. Did this surgical intervention relieve the patient's symptoms? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. It was also reported that the patient experienced a severe pain in right buttock down right leg, voiding difficulty and urge incontinence. The patient underwent a removal of the left vaginal and retopubic arm of mesh and the right vaginal position of mesh. As reported, on the right side, the retropubic arm of mesh was in close proximity or involved obturator nerve and left in situ; only the vaginal portion was removed on this side. Additional information has been requested.